Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was returned for evaluation. The filter was returned in a specimen cup. All the limbs were present and intact. There were no crossed limbs on the returned filter. Therefore, the investigation is inconclusive for the alleged crossed limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion.

Event description:
It was reported during a vena cava filter deployment procedure, upon deployment all filter limbs were allegedly crossed and did not fully expand. Subsequently, the filter tilted. The filter was captured and retrieved successfully via a snare. A new filter system was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment procedure, upon deployment all filter limbs were allegedly crossed and did not fully expand. Subsequently, the filter tilted. The filter was captured and retrieved successfully via a snare. A new filter system was prepped and deployed successfully. There was no reported patient injury.